Event description:
It was reported a hip revision occurred. The liner was replaced. No additional details.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b5, d6a, h6, h10, h11. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Subsequently, complications arose with an early infection. A third revision surgery was performed, involving a replacement of the head and inlay. This is 1 of 4 events for this patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3,h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificate and the final endotoxins report was performed for the acetabular liner. The lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Based on event dates, this revision is likely related to an ongoing infection following the patient¿s first revision surgery. Infection is a known surgical risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.